Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date in 2001. Subsequently, the patient is being considered for a revision due to eccentric poly wear. A revision procedure has not yet been scheduled. Additional information received revealed patient underwent total hip arthroplasty on (B)(6) 2001. Subsequently, patient underwent revision procedure on (B)(6) 2014. The liner and head was removed and replaced.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date in 2001. Subsequently, the patient is being considered for a revision due to eccentric poly wear. A revision procedure has not yet been scheduled.